Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that angulation was insufficient. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the past similar event and surmised that this phenomenon was attributed to foreign materials such as gauze, a piece of parts from a peripheral device, body fluid, residues from used chemicals. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the angulation was reduced. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the nozzle was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.